Event description:
The account alleged that the trendelenburg was not functioning. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg knob and mount to resolve the issue.